Manufacturer narrative:
A ge svc rep performed an on site investigation. The power plug was corrected during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system had the incorrect power plug. No pt injury was reported.